Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter plus a tuohy and a stopcock. The balloon was tightly folded. Tactile inspection revealed numerous kinks in the hypotube. The shaft was intact. Tactile inspection revealed numerous kinks in the distal shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the saphenous vein graft to the right coronary artery. A 4.5 rebel stent was deployed in the lesion and was post dilated with a 4.5mm quantum balloon catheter. Then a 15mm x 5.00mm nc quantum apex balloon catheter was selected for second post dilation. The device was advanced over the guide wire however resistance was encountered while the device was still outside the patient's body and before insertion into the tuohy. It was then noted that the shaft of the 15mm x 5.00mm nc quantum apex balloon catheter was broken distal to the monorail segment. The device was removed from the guide wire and the procedure was completed. No patient complications were reported and the patient's status was fine

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the saphenous vein graft to the right coronary artery. A 4.5 rebel stent was deployed in the lesion and was post dilated with a 4.5mm quantum balloon catheter. Then a 15mm x 5.00mm nc quantum apex¿ balloon catheter was selected for second post dilation. The device was advanced over the guide wire however resistance was encountered while the device was still outside the patient's body and before insertion into the touhy. It was then noted that the shaft of the 15mm x 5.00mm nc quantum apex¿ balloon catheter was broken distal to the monorail segment. The device was removed from the guide wire and the procedure was completed. No patient complications were reported and the patient's status was fine.